Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device showed a problem during this operation. The first clip didn't release, so the following clips were blocked inside the jaws. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Evaluation summary. The analysis results of the device found that it was received in good visual condition. The device was fired and ejected the remaining seven clips and then, the device locked out as intended. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.